Event description:
During an orthopedic surgical procedure the surgeon attempted to coagulate and seal a vessel using a bayonet forceps. The surgeon commented that the unit was not activating and delivering enough "power" to seal tissue. Both the forceps and bipolar cords were exchanged and forceps still would not deliver energy. The surgeon requested a different style of forceps and was able to deliver the energy needed to complete case with no adverse patient harm. Forceps and cords sequestered and send to biomedical engineering for evaluation. Biomedical noted two different manufacturer bipolar forceps cords delivered. Manufacturer response for bayonet forcepts, electrosurgical, symmetry/olsen (per site reporter). Biomedical to return device to manufacturer.